Manufacturer narrative:
Retainer ring = black. Device had constant pump error 38 alarm during the rewind test due to corroded motor home switch causing the motor slide to rewind past the motor home switch and remaining stuck against the motor housing. Unable to perform the prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test due to constant pump error 38 alarm. No moisture damage noted on the electronic assembly or on the force sensor. Device passed the sleep current measurement, active current measurement and self test. History download was successful using thus and care link upload was successful. Device had minor scratched display window, scratched case, scratched display window cover, cracked battery tube threads, case at the battery tube side and a pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer ring = black customer was in the hospital for surgery reported on (B)(6) 2021. Allegation for pump alerting persistent pump error 38 and for low bgs noted on (B)(6) 2021. Unit had constant pump error 38 alarm during the rewind test due to corroded motor home switch causing the motor slide to rewind past the motor home switch and remaining stuck against the motor housing. Unable to perform the prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test due to constant pump error 38 alarm. No moisture damage noted on the electronic assembly or on the force sensor. Unit passed the sleep current measurement, active current measurement and self test. History download was successful using thus and carelink upload was successful. Unit had minor scratched display window, scratched case, scratched display window cover, cracked battery tube threads, case at the battery tube side and a pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. Pump was returned due to pump error 38. Test analysis indicates pump error 38 is confirmed on the unit. Unit had constant pump error 38 alarm during the rewind test due to corroded motor home switch causing the motor slide to rewind past the motor home switch and remaining stuck against the motor housing. Unable to verify customer alleged for low bgs. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on an unknown date with a blood glucose of 20 mg/dl at the time of the incident. The customer was treated with liquid glucose and intravenous sugar water. The insulin pump had a pump error alarm. The customer was able to clear the alarm and not able to complete rewind. It was unknown if the insulin pump was on auto mode. The customer declined troubleshooting for low blood glucose. The insulin pump will be returned for analysis.